Manufacturer narrative:
In response to FDA report number: mw5089341. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a "ruptured" saline device on an unknown side. Patient additionally reported via regulatory agency (mw5089341) "breast pain and tenderness," "chest discomfort," "rashes," "breast implant has shifted". Patient also reported the following events, which are not considered device related: "constant nausea, vomiting," "joint pain," "severe shoulder pain," "severe muscle weakness, vitamin deficiency," "hair loss," "vision problems, panic disorder," "chronic insomnia," "dehydration, collapses," "tinnitus," "hyperthyroidism," "hypothyroidism," "hormone deficiency due to hysterectomy," "ibs," "a fistula," "reoccurring thrust," "3/4 of my hair has fallen out," "good intolerance," "light sensitivity," "high blood pressure," "inflammation," "colitis," "hashimoto's thyroiditis," "meningitis," "memory loss," "brain fog," "confusion," "(B)(6)," "reoccurring mono," "depression," "chronic debilitation fatigue syndrome," "heart palpitations," "numbness/tingling,"," "chronic migraines," and "severe arthritis." Device has been explanted.